Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: the evaluation of the device confirmed the presence of pump thrombosis, which could have contributed to the reported increase in ldh level. The device was returned assembled with the driveline severed approximately 15 inches from the pump housing. The severed portion of the driveline was not returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned. Only the graft attachment of the sealed outflow graft was returned. The metal clip and 1 inch of the outflow graft bend relief were returned. Examination of the rotor upon disassembly of the device revealed a white, tissue-like thrombus formation squished between the blades of the rotor and the blood tube. The coloring seems uniform and the deposition appears to have been present while the device was supporting the patient. Origins and duration of time that the formation was present in the pump could not be determined. In addition, examination of the proximal-side of the outlet stator revealed a small thrombus situated adjacent to the outlet bearing ball and stator blades. The lack of laminated layering indicates that the thrombus did not initially form in this location; however, its specific origin could not be conclusively determined. The evaluation could not determine a specific cause for the development of the observed thrombus formations in the rotor and outlet stator; however, its partial obstruction of the blood flow path could have contributed to the reported elevated ldh level. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The heartmate ii lvas instructions for use lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assists system. This document outlines indications of pump thrombosis, as well as how to respond to such events. It also provides information regarding anticoagulation therapy and recommended inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 4 years, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient had a pump exchange to another manufacturer's device. The cause of exchange was due to expected thrombus. The patient's lactic dehydrogenase (ldh) levels remained high with treatment and there were reported pump power increases. No additional information was provided.